Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid found within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operable. The failure was verified. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other related discrepancies to the reported complaint encountered in the internal inspection of the cycler. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler went blank during power up. The ok, stop keys and touchscreen were pressed, however the screen remained blank. The ok and stop keys did not make any sound when pressed. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment. A replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.